Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 23mm sapien 3 valve was implanted in the aortic position. During the valve deployment, the commander delivery system balloon burst. The delivery system was extracted without problems and the valve remained successfully implanted without further consequence to patient. Information regarding the native annular diameter and degree of valvular calcification was not provided.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the inflation balloon burst longitudinally from shoulder to shoulder. No balloon material was missing. Some compression was observed on the flex shaft, 10 inches from the flex tip. Dimensional analysis of the balloon single wall thickness along the edges of the burst location was performed. All measurements met specification. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from january 2020 to december 2020 for the commander delivery system (all models and sizes) revealed other similar complaints based on the associated root cause / evaluation codes. No manufacturing non-conformances were identified during the evaluations. Available information suggests that patient (calcification, pre-existing stent) and procedural factors (flex tip not retracted during deployment, non-coaxial flex catheter, overinflation of balloon, rapid balloon inflation, reused device) may have contributed to the complaint events. Per the instructions for use (IFU) and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the asc4 balloon and crimp balloon undergo multiple 100% visual and dimensional inspections. The crimp balloon undergoes 100% dimensional inspections and 100% visual inspections with an unaided eye and under 8x magnification. The guidewire shaft, balloon catheter laser bond, balloon pleating also undergo visual inspections. During final inspection, the entire device undergoes 100% distal to proximal visual inspection. Additionally, product verification testing based on a sampling plan is performed on each lot prior to release. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. There was no mention of difficulty during device prep and de-airing indicating that this is not an out-of-box issue. As stated in the case notes description, the patient's degree of calcification is unknown. However, based on review of complaint history, it is possible that patient factors contributed to the balloon burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Without the return of procedural imagery or relevant patient anatomical information, a definitive root cause is unable to be determined. However, available information suggests that patient (calcification) have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Corrected information: section b4: date of event. Review of the case information indicated the aware date/date of the report is 10-dec-2020. Not 09-dec-2020 as reported in the initial MDR submission.